Event description:
This customer has questions related to artifact during analysis of an ECG waveform. The involved patient died. There has been no allegation that the device was a factor in the patient's outcome. We are considering this as a malfunction based on the customer report only.

Manufacturer narrative:
A follow-up report will be submitted after phillips obtains more information about this event.